Event description:
Brush head fell apart and 2 little metal came off like a rod, bush head falls off with each use (device breakage). No adverse effect (no adverse effect). Case description: a store representative called to report a male consumer reported that when he used oral-b power/power toothbrush - rechargeable the oral-b precision clean brush-head fell apart and two metal came off like a rod. No symptoms developed. (B)(6) 2014 the consumer called and reported the brush head fell of every time he used it.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.